Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection (too short). Product description (includes part number, lot number, manufacturing date, expiration date and UDI/gtin numbers):1st (superior): ifuse implant, p/n 7045-100, lot# unknown, UDI (B)(4); 2nd (middle): ifuse implant, p/n unknown, lot# unknown; 3rd (inferior): ifuse implant, p/n 7030-100, lot# unknown, UDI (B)(4).

Event description:
In 2013, the patient underwent a right side si joint arthrodesis where three ifuse implants were placed. The patient experienced recurring right si joint pain approximately one year following the procedure. The surgeon determined that the right side implants were short and possibly not fully crossing the si joint and that there may have been lucency around the implants. In (B)(6) 2016, the surgeon performed a revision surgery where he removed the cranial and caudal implants and replaced them with longer implants using the same explant holes to help fixate the joint. The status of the patient following the surgery is not yet known.